Event description:
It was reported, the bed had caught fire under normal usage with a pt on the bed. Reportedly, the sicu staff smelled smoke and saw flames coming from the bed. Allegedly, the fire was put out with a fire extinguisher by the hosp staff. No adverse consequences to the pt or operator were reported.

Manufacturer narrative:
An evaluation of the bed showed evidence that the product had been impacted with an object of some kind. This likely caused the power cord to jostle within the inlet filter, which may have caused arcing between the two components. Analysis showed that the fire was contained within the filter prior to extinguishment, as the internal components of the filter showed no damage.